Event description:
It was reported to technical services on 10/17/2011 that this patient presented getting shocked . Patient received 3 shocks for noise, the 3rd shock induced vf and device did not deliver anymore shocks. Patient is now in unit on life support and is brain dead. St. Jude medical rep is (B)(6) and dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).